Event description:
Ninety-five plaintiffs allege some or all of the following symptoms, including but not limited to rashes, dizziness, headaches, fatigue, shortness of breath, numbness, slurred speech, throat contriction, occlusion, memory loss, disorientation, chest pain, hair loss, bronchial symptoms, sinusitis, rhinitis, angioedema, tachycardia, dysrhythmia and anaphylactic reactions.